Event description:
A hospital in (B)(6) reported that an rt225 infant bias flow breathing circuit did not pass a pb840 or pb700 ventilator leak test. This was reported before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to the manufacturer and pressure tested for leaks. Results: the pressure test revealed the complaint breathing circuit to be within specification for this product. Conclusion: no fault was found with the returned complaint breathing circuit. Our user instructions that accompany this device states: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms".